Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without issue. It successfully fired twice using two blue 45 endowrist reloads. The cut line was smooth and consistent, with no jagged edges or tearing observed. All staples were properly deployed and formed into the appropriate b-shape. The instrument passed recognition and engagement tests on 3 out of 3 attempts. It demonstrated intuitive movement with full range of motion in all directions. The grips opened and closed properly, and the instrument attached to and detached from the arm without issue on multiple attempts. Logs were unavailable for review. No damage related to the complaint was identified. The instrument was found to be fully functional, with no problems detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the stapler 45 instrument was broken, did not work. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the hospital tagged these instruments as broken and needing to be replaced. No more information available at this time.